Manufacturer narrative:
Device received intermittent button response due to corroded keypad traces. No button error alarm.

Event description:
Customer reported via phone call that the device alarmed button error alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.